Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. The touch screen test failed when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated. However, the front panel display remained blank. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A patient contact reported a cycler screen went blank during an unknown phase of (peritoneal dialysis) pd treatment. The contact attempted to resolve the issue by pressing the ok and stop keys, as well as touching the screen and rebooting the cycler. However, the screen remained blank. The technical support representative issued a replacement cycler and advised the contact to discontinue using the machine. The patient will complete therapy using manual treatment. Upon follow-up, it was confirmed that no patient serious injuries were experienced, and no medical intervention was required. The patient was able to complete treatment with manual treatments. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.